Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with an infection. Prior to sensor insertion the area was prepped with soap and water. The patient developed inflammation and a bump at the needle puncture site. The area was hard to touch. He cleansed the insertion area with a wipe. At the time of the report, the bump had not subsided, and the patient mentioned he would go to an urgent care clinic to have it checked if the symptoms persist. On (B)(6) 2025, tech support contacted the patient to verify the medical intervention information that was reported in the patient¿s on (B)(6) 2025, follow up email. On (B)(6) 2025, the patient went to an urgent care clinic and was diagnosed with infection (unspecified diagnostic method) and was prescribed a course of unspecified oral antibiotics medication (one pill per day for 10 days) and was advised to apply a hot compress/towel to the area. At time of the on (B)(6) 2025 report the patient was doing well no data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.